Event description:
Customer reported unexpected negative reactions on the 2_cell screen assay with crrs lot x225 on the galileo. This prenatal sample is historically known to contain anti-k.

Manufacturer narrative:
Confirmed the presence of the k antigen on retention capture-r ready-ID, lot id094, and capture-r ready-screen (I and ii), lots x225 and x231, using capture-r indicator red cells, lot 221129. 2_cell testing was performed on an in-house galileo with customer's returned patients' samples using retention capture-r ready-screen (I and ii), lots x225 and x231, and capture-r indicator red cells, lot 221129. Both samples exhibited 2+ reactivity with k+ cell ii on crrs (I and ii), lot x225. One sample exhibited 2+ reactivity with k+ cell I on crrs (I and ii), lot x231. One sample was nonreactive with k+ cell I on crrs (I and ii), lot x231. Both samples were nonreactive with k negative cells. The nonreactive sample was retested two additional times and demonstrated 2+ reactivity with cell I once and was negative in the second test. The event appears related to the nature of the sample.